Event description:
Hospital reported a male clinician was using the saf-t holder device with an IV tubing and when he went to unscrew it the tip inside the holder luer broke off and blood sprayed in his face. He is receiving treatment.

Manufacturer narrative:
Results evaluations codes (other): the investigation into this report is based on the instructions for use that has a contraindication for this use. Section 3. Is contraindications: in 3.1, it states "the saf-t holder blood culture device should not be used as a direct attachment for blood culture bottle or vacuum tube draws from an indwelling catheter or line." The reason for this is that the torque with the IV catheter can break off or weaken the tip inside the luer. This report has been logged for trending.